Event description:
It was reported that during a port placement through subclavian vein, the guidewire allegedly failed to advance and was difficult to remove leading to guidewire tip damage. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the second complaint reported for this lot number. A device history record review was performed and the lot met all release criteria. Investigation summary: the sample was not returned for evaluation. One electronic photo was provided for review. The investigation is confirmed for the identified stretched issue as unraveling was noted in the guidewire. However, the investigation is inconclusive for the reported failure to advance, deformation due to compressive stress and difficult to remove issue as the exact circumstances at the time of reported event was unknown and cannot be confirmed from the provided photo. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The instructions for use states that: precautions: 1. If the guidewire must be withdrawn while the needle is inserted, remove both the needle and the wire as a unit to prevent the needled from damaging or shearing the guidewire. 2. When the vein has been entered, remove the syringe leaving the needle in place. H10: b5, d4 (expiry date: 12/2024). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 12/2024).

Event description:
It was reported that during a port placement through subclavian vein, the guidewire allegedly failed to advance and difficult to remove leading to tip damage. The procedure was completed using another device. There was no reported patient injury.